Event description:
It was reported that pump displayed malfunction code 16, could not be reset, and had associated fault ID 16.0x20e6, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode and return it using a prepaid label, and was informed that pump settings and continuous glucose monitor connection would need to be programmed on replacement pump, while technical support arranged shipment of replacement pump under warranty.